Manufacturer narrative:
H10: the sample was received for evaluation with the white twist clamp in the closed position. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body. The insert chip was present and there was indication of the solvent on the top of the insert chip. There was evidence of solvent on the threads inside the barrel of the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. An in-lab connector was connected to the female connector; the connector was hand removed with no issues noted. The reported separation between the female connector and main body was verified; however, the reported inability to disconnect at the female connector was not verified. The cause of the separation between the female connector and main body was due to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address the separation issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the dark blue portion (female connector) and the pale blue part (main body) of the twist clamp on a minicap extended life pd transfer set; further described as ¿when nurse disconnected the minicap from the transfer set, the dark blue portion detached from the pale blue part and was unable to uncap the minicap (had resistance)". This was observed during set up of the device for peritoneal dialysis therapy. The patient was not connected and the nurse proceeded to a transfer set change. There was no patient injury or medical intervention associated with this event. No additional information is available.